Manufacturer narrative:
Update to h3: device evaluated by manufacturer changed to "yes". Investigation conclusion: the ra1-241615 no-profile interbody, 43mm x 30mm x 16mm, 15 deg was returned and evaluated by quality and product engineers on 18-apr-2025. When visual inspection was performed, slight damage and mismatch of fit lines was identified. The damage was to the instrument attachment lip, where a piece of the peek interbody was missing. Root cause: the damaged piece of interbody has excess material pushed up into the faceplate space, not pushed down away from the faceplate, which prevented a clear fit. The faceplate was removed and no damage from faceplate was identified along contacted surfaces, as is sometimes seen when a faceplate is assembled while misaligned. The source of the damage to the interbody could not be identified, but damage likely resulted in the uneven fit observed by the surgeon.

Manufacturer narrative:
H3: interbody has been returned, but outcome of the investigation is still pending. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Event description:
During a surgery on (B)(6) 2025, the surgeon noticed the inserter was not seated properly with the meridian no-profile interbody during impaction. Upon further inspection, it appeared the meridian no-profile interbody appeared to have a very small broken off section. Customer states damage likely occurred while plate was being inserted into the no-profile interbody device, however, it was not directly observed by the scrub tech or other personnel. Surgeon states they did not observe any fragments in the surgical site, however, the piece that was broken off was never recovered. Customer confirms there was no patient injury or clinically significant delay in surgery. The surgery was completed successfully with a back-up device.